Manufacturer narrative:
Outcomes attrib. To ae corrected from other to required intervention. Device evaluated by MFR: returned product consisted of portion of the maverick 2 balloon catheter. Only the hub, hypotube, and portion of the outer/inner shafts were returned for analysis. Portion of the outer/inner shafts, the balloon, markerbands, and tip were not returned for analysis. The outer shaft was separated 26cm and the inner shaft was separated 29cm from the exit notch. Majority of the shafts were stretched/necked down. The exit notch was torn/damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the detached tip of the 2.00mm x 15mm maverick²¿ balloon catheter was confirmed to be on the guide wire. Subsequently, the guide wire, the balloon catheter, and the detached tip were removed altogether.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that tip fracture occurred. The 90% stenosed, 15mm in length target lesion was located in the moderately tortuous, moderately calcified, and 2.0mm in diameter left circumflex artery. A 2.00mm x 15mm maverick2 balloon catheter was advanced for dilation. However, the tip of the balloon catheter was fractured. The device and the fractured tip was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.